Event description:
In a literature article entitled, "microshunting procedure as a primary surgery in poag," a pt was reported to have increased intraocular eye pressure which required a needling procedure and drug treatment. Add'l info was requested. There are seven medical device reports associated with the referenced article. This is the first report.

Manufacturer narrative:
Eval summary: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. The device remains implanted; therefore, no sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. Add'l info was requested. (B)(6) microshunting procedure as a primary surgery in (B)(6). (B)(4).